Event description:
It was reported that a patient experienced a cardiac arrest and bradycardia. During a pulsed field ablation (pfa) procedure with a farawave nav catheter, the patient experienced a transient cardiac arrest, with circulation successfully restored following chest compressions. A coronary angiogram (cag) was performed and showed no infarction. There were no findings suggestive of cardiac tamponade. Hemolysis was presented. St changes were observed, therefore hyperkalemia was suspected. Bradycardia occurred around the time pulses were applied to the posterior wall, and the procedure was completed while performing backup pacing. Afterward, while waiting for the pulse to stabilize and attempting to remove the sheath from the body, the patient went into cardiac arrest, and chest compressions were initiated. The pulse stabilized following chest compressions and medication administration, and the patient was discharged from the procedure room and was transferred to the intensive care unit.